Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure for weight loss. The stapler was being applied to the stomach tissue. The manual stapling handle was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. A new device was opened which also did not work. In order to resolve the issue and complete the case, a third device was opened and worked as expected. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. One reload was pre-fired and engaged in interlock. One reload had a fractured lock ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reloads from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the lock ring condition may occur if the lock ring is inadvertently moved out of position during handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.